Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed there was likely an interaction between the minute ventilation (mv) feature and the hospital monitoring equipment. The consultant recommended programming mv to passive while the patient was in the hospital. The consultant also discussed that since two programmers had difficulty interrogating the device it is likely due to bad programmer rather than a noisy environment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone an ablation procedure and post operation evaluation noted high rate pacing. During device interrogation, an error message was displayed on the programmer. Interrogation was eventually successful after troubleshooting; however, the egm's were noisy with random markers. The caller stated they were unable to make any programming changes but the device was then showing ap vs at the programmed lower rate limit (lrl). No adverse patient effects were reported .

Manufacturer narrative:
The device was explanted for an unspecified reason two and a half years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.